Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), (unknown cause of endoleak), evaluation, conclusion: (unknown cause of endoleak).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of 5.6 cm abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported the aortic neck was 23 mm in diameter and 23 mm long. The common iliacs were 9.5-10 mm in diameter. The talent bifurcated stent graft, contralateral limb, and aortic extension implanted without issues. On an unknown date post-implant, a distal type I endoleak was observed coming from the contralateral iliac limb. It was reported that seven days post stent graft procedure another device was implanted and the distal type I endoleak was resolved. No clinical sequelae were reported, and the patient is fine.